Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device was missing soft keys on the front display. There was no reported patient involvement / adverse patient impact.

Event description:
The customer called into philips to report the device was missing soft keys on the front display. There was no reported patient involvement.